Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer stated that inaccurate sensor data resulted in the low incident. The customer also had their license revoked due to the low event, and expressed concerns about insulin denaturing when he is working outside in extreme temperatures. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the low incident. Troubleshooting was not completed as the customer will speak to their health care professional about settings and adjustments. Customer also called about sensor calibration issues, a broken belt clip, and sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.